Event description:
Reporter alleged obtaining on a pt a discrepant blood glucose result of 499 mg/dl on the inform system compared back to back with a result of 121 mg/dl on a lab test when testing was performed less than 10 minutes apart. Reporter did not indicate if the patient was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.